Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, during the procedure, the physician attempted to deploy the stent and resistance was encountered. The physician was able to deploy the stent and removed the guidewire. While investigating stent placement, the physician determined the stent was placed correctly but that the guide catheter had broken from the delivery system and remained in the stent. The ercp scope and the rest of the delivery system were removed and a gastroscope was introduced to remove the guide catheter. The stent remained in place to complete the procedure. The complainant reported that the common bile duct was full of many stones and no other issues were reported to the device or guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, during the procedure, the physician attempted to deploy the stent and resistance was encountered. The physician was able to deploy the stent and removed the guidewire. While investigating stent placement, the physician determined the stent was placed correctly but that the guide catheter had broken from the delivery system and remained in the stent. The ercp scope and the rest of the delivery system were removed and a gastroscope was introduced to remove the guide catheter. The stent remained in place to complete the procedure. The complainant reported that the common bile duct was full of many stones and no other issues were reported to the device or guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the guide catheter was inserted into the distal end of the push catheter and the suture was detached and not returned. The push catheter was cut away to allow the pull wire cannula to be inspected. The guide catheter had separated from the pull wire cannula; however the working length of the guide catheter was intact. The pull wire was fully retracted and could not be extended. Pliers were used to free the pull wire, after which normal function of the pull wire was restored. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4) - the reported event of guide catheter broken. The device has been received for analysis, however the analysis is not yet completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.